Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h2, h6 the taper disassembly tool was not returned for evaluation. Taper disassembly tool: lot identification is necessary for review of device history records, lot identification was not provided. Devices are used for treatment. The reported products were reviewed for compatibility with no issues noted. Taper disassembly tool: review of complaint history found no additional related issues for this item. However, as the lot number is unknown, an additional review could not be performed. Medical records were not provided. A definitive root cause cannot be determined. D4: attempts have been made to gather all product identification information and no further information has been provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the taper disassembly tool broke during surgery. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.